Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. The insulin pump has cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer had frequent unresponsive or intermittent response by button press with the up arrow button. The insulin pump was not damaged or exposed to moisture. The customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.